Event description:
Technician alleged that the trendelenburg valve is open causing the hi/low to drift slowly. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.